Manufacturer narrative:
(B)(4).. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spybite biopsy forceps was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that the clamp of the spybite biopsy forceps was broken and made it impossible for the physician to complete the procedure. The procedure was not completed due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.